Event description:
Vague report received of blood backing up the tubing during use of this device. No clinical details available surrounding this report. Clinician reported that use of the pump was discontinued at the time of the incident and the tubing was switched over to a different pump. Clinician reported there was no pt injury in association with this incident.